Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was deployed successfully, however when pulling back on the device after locking the device with the angio-seal sheath, the top part of the device fell apart. There was no harm to the patient. The patient was discharged. The procedure outcome was successful. There were no other devices or equipment used with the angio-seal device. Additional information was received on 11/29/2018: the angio-seal sheath is intact. The device component split down the shaft of the device. The device deployed and there were no complications. The procedure was a percutaneous coronary intervention. A 6fr sheath was being used. A pre-deployment angiogram was used.

Manufacturer narrative:
One 6 french angio-seal vip was returned for evaluation. One used carrier tube assembly was returned separate from the hemostasis sheath. No other components were returned. The bypass tube was still connected to the valve. No other damages or deformations were noted. The deployment sleeve was in full rear lock position and the carrier tube shaft was torn through its length. The remaining uncut suture exited from the tear in the carrier tube shaft. The latches of the deployment sleeve were visually inspected and the left latch appeared to be slightly pushed in. Functional testing was conducted, the carrier tube assembly was inserted into the returned hemostasis sheath and the device was able to lock as intended. When longitudinal force was applied to the carrier tube hub, the device held position and could not be disconnected. When off axis transverse force was applied to the hub, the left latch disconnected. Another hemostasis sheath was used to repeat the test and similar results were obtained. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the cause of separation was found to be excess application of off force on the left latch of the deployment sleeve. The tear in the carrier tube was likely manually affected after detachment of the carrier tube since the tear is not reproduced in the hemostasis sheath. However, the exact cause of the reported event cannot be definitively determined.